Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to a high-energy endotherapy accessory (laser, radiofrequency, etc.) That may have been used without sufficient distance from the distal end. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instruction manual bf-xt190 operation manual: chapter 3 preparation and inspection 3.3 inspection of the endoscope: inspection of the endoscope. Instruction manual bf-xt190 operation manual: chapter 4 operation: 4.3 using endo therapy accessories. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the distal end plastic cover of the subject device exhibited a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.